Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a neurosurgical carotid artery stenting procedure using a 6f sheath. Reportedly, when attempting hemostasis, the suture trimmer was used to cut the suture and the suture trimmer was attempted to be withdraw; however, resistance was encountered and the suture trimmer could not be removed. A surgical cut-down was performed, the suture trimmer was extracted, and hemostasis was ultimately achieved by manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.